Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that procedures have since been completed without replication of the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for functional endoscopic sinus surgery (fess) procedure. Not tracking. It was reported that the site's fusion system was not tracking well. No further details provided.